Manufacturer narrative:
Device has been received in baxter repair center for evaluation.

Event description:
Customer reported pump failed accuracy testing. Testing was performed on the baxter pump master. No pt involvement has been reported at this time. Pump has been sent to baxter repair center.